Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was unable to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient the graphic user interface (gui) on a 980 ventilator had a reset. The patient was not harmed or injured as a result of the event. Although requested, information regarding intervention taken on the behalf of the patient has been requested and not provided.